Event description:
It was alleged that the self-adhesive of the headset did not adhere to the skin well enough and the cannula came out of the patient's body on two occasions. They patient did not receive intended insulin while the cannula was out of the body. Blood glucose as high as 400 mg/dl. No adverse event was reported. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product available to be returned.